Event description:
It was reported that cgm displayed error message 42 while used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset, pump was successfully reset, and error message did not appear again, with no further actions reported.